Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient using a test neurostimulator with screener cable for unknown indication for use. It was reported that when placing leads there was difficulty with the left side. The patient changed to the right side earlier which was better for her. The event occurred on (B)(6) 2017. The patient status at the time of the report was ¿alive- no injury.¿